Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient (pt) said when recharging, the controller displays "finished" when ins was only at 30 or 40%. Pt said sometimes it can take the ins 3 or 4 hours to recharge the ins and sometimes it takes 45 minutes. Pt inspected the recharger (rtm) and controller port; pt said they both looked good. Pt mentioned that sometimes the rtm clicks and said the rtm does get hot while recharging. Pt mentioned that their ins gets hot while recharging as well (pt said that started happening at the same time, 3 to 4 weeks ago). Pt also said they that also have to hold the paddle down against the ins to get excellent recharging quality sometimes when recharging. Pt mentioned seeing some error messages on the screen while recharging however, the pt was not clear regarding what these messages had said (pt said "error restart" and " need to move paddle"). Pt said the controller still recharges fully from ac power. A replacement rtm was sent to the patient. No symptoms were reported. Information was received from a patient (pt) regarding an external device. 9the reason for call was patient reported the controller cover on the back broke about 2-3 weeks ago and she has rubber band to hold the cover together. The patient (pt) also reported that they have been struggling with the device since they got the implant. The controller shuts off when they are recharging the implant and the controller is fully charged. Patient stated it takes 5hrs to charge the implant and they will get excellent recharging but the ins is not charging and they have to reset the controller, they get cannot find device message. Patient stated she have an appointment tomorrow at her hcp ofc to have mdt rep check her device. Patient services (ps) asked patient to inspect the recharger (rtm) for damage or if the rtm gets hot and patient said the rtm gets hot sometime and there is no visible damage to the rtm and the little box on the cord clicks. Ps reviewed device function. Controller shows ins 30%, controller 100% charged. The issue was not resolved. A replacement rtm and controller were sent out.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger product ID 97745 serial# (B)(6) product type programmer, patient product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) ; product ID: 97755, serial/lot #: (B)(6), h3: analysis of the rechargers (serial# (B)(6), serial# (B)(6)) found no anomalies. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.